Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: it is assumed that this phenomenon occurred when external force was exerted by strong rubbing or bumping on the said place during transportation, storage, use, cleaning, etc. The legal manufacturer confirmed the contents of the gf-uct180 instruction manual address the reported event. It is determined that this will prevent indication phenomenon. Important information ¿ please read before use warnings and cautions (p.7) warning "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient as the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's complaint was confirmed. The repair center inspected the device with a borescope and found the adhesive on the distal end was damaged by user handling. A supplemental report will be submitted if additional information becomes available following investigation.

Event description:
The customer contacted olympus to report black fluid was dripping out of the distal end of the device. This was observed while reprocessing, and there was no report of patient involvement.